Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Not yet determined if device available.

Event description:
On (B)(4) the manufacturer was notified through patient tracking of a solo smart size 23 device that was 'wasted' on (B)(6). A crown prt pericardial heart valve size 21 was implanted on the same day.